Event description:
Facil;ity alleges blood leak during dialysis. Chief tech. Reports blood leak alarmed - pinkish material dialysate port. Unable to return blood. Ebl>100cc. Patient stable when discharged home.